Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened express bolus and escape button dome switch. No unexpected blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 130 mg/dl. After the troubleshooting was done, customer device came back by itself. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer does not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.